Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain / pelvic pain / right sided pelvic pain") and genital haemorrhage ("bleeding") in a 34-year-old female patient who had essure (batch no. 637223, 12403881) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included miscarriage. Concurrent conditions included overweight, dysfunctional uterine bleeding, vaginal pain, distress abdominal and acne. Concomitant products included aciclovir (acyclovir [aciclovir]) since 1999, beclometasone dipropionate (qvar) and fish oil from 1998 to 2018. On (B)(6) 2009, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea"). On (B)(6) 2009, the patient experienced female sexual dysfunction ("apareunia"). On (B)(6) 2009, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2009, the patient experienced vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia"). On (B)(6) 2010, the patient experienced anxiety ("anxiety") and depression ("depression"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia") and abdominal pain lower ("cramping"). The patient was treated with surgery ((B)(6) 2010 by bilateral salpingectomy oophorectomy (one side removal of ovary)). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain and dyspareunia was resolving, the genital haemorrhage and abdominal pain lower had resolved and the vaginal haemorrhage, menorrhagia, female sexual dysfunction, anxiety, depression, dysmenorrhoea and vaginal discharge outcome was unknown. The reporter considered abdominal pain lower, anxiety, depression, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, menorrhagia, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: she need for additional surgery on 2009 right fallopian tube was not occluded and he had to insert more coils. The essure device is placed in the tube; however, there is immediate expulsion of the device. It was then grasped with a hysteroscopic grasper and removed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion . Concerning the injuries reported in this case, the following one/ones were reported via social media pelvic pain, anxiety and depression.¿ most recent follow-up information incorporated above includes: on 13-jun-2018: pfs and medical record received. Reporter and patient demographics were added. Concomitant disease, lab data added. Events vaginal bleeding, menorrhagia, apareunia, anxiety, depression, dysmenorrhea, dyspareunia, vaginal discharge, cramping and bleeding added. Lot numbers were provided (637223, 12403881). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain / pelvic pain / right sided pelvic pain") and genital haemorrhage ("bleeding") in a 34-year-old female patient who had essure (batch no. 637223, 12403881) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included miscarriage. Concurrent conditions included overweight, dysfunctional uterine bleeding, vaginal pain, distress abdominal and acne. Concomitant products included aciclovir (acyclovir [aciclovir]) since 1999, beclometasone dipropionate (qvar) and fish oil from 1998 to 2018. On (B)(6) 2009, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea"). On (B)(6) 2009, the patient experienced female sexual dysfunction ("apareunia"). On (B)(6) 2009, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2009, the patient experienced vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia"). On (B)(6) 2010, the patient experienced anxiety ("anxiety") and depression ("depression"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia") and abdominal pain lower ("cramping"). The patient was treated with surgery ((B)(6) 2010 by bilateral salpingectomy oophorectomy (one side removal of ovary)). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain and dyspareunia was resolving, the genital haemorrhage and abdominal pain lower had resolved and the vaginal haemorrhage, menorrhagia, female sexual dysfunction, anxiety, depression, dysmenorrhoea and vaginal discharge outcome was unknown. The reporter considered abdominal pain lower, anxiety, depression, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, menorrhagia, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: she need for additional surgery on 2009 right fallopian tube was not occluded and he had to insert more coils. The essure device is placed in the tube; however, there is immediate expulsion of the device. It was then grasped with a hysteroscopic grasper and removed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion concerning the injuries reported in this case, the following one/ones were reported via social media pelvic pain, anxiety and depression.¿ lot number: 12403881 manufacture date: 2019-06, expiration date: 2014-11. Lot number: 637223 manufacture date: 2009-04, expiration date: 2012-04. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-aug-2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: she need for additional surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.